Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, a review of the black box found unexplained power reboots in the pump¿s history. No damage was found to returned battery cap. The battery compartment was found to be cracked below the bumper pad. No moisture/corrosion was observed in the battery compartment. The returned battery cap fully attached to the pump, and was able to complete a 24 hour duration test with no power interruptions duplicated. The returned battery cap contact measurements were within specification. The pump¿s cover was removed, and internal moisture was found on the printed circuit board and the internal components. The original power complaint was unable to be duplicated.